Event description:
The customer reported to olympus, that the air and water could not be supplied while using the gastrointestinal videoscope. The customer connected a tube and used a flush to release the blockage; however, the blockage still occurred. The issue was found during an unspecific procedure and was completed with a similar device. The device was returned for evaluation. During the device evaluation, it was found that there was brown dirt near the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A visual inspection of the equipment, found brown dirt near the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.